Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that during a brevera procedure on (B)(6) 2024, the system passed all tests but no samples were being taken. The patient developed a hematoma. The needle was replaced with a second needle and the location of the breast changed. A new biopsy was completed and samples obtained. Procedure was completed successfully. No other information available.

Manufacturer narrative:
An investigation was conducted: it was reported that during a brevera procedure on (B)(6) 2024, the system passed all tests, but no samples were being taken. The patient developed a hematoma. The needle was replaced with a second needle and the location of the breast changed. A new biopsy was completed and samples obtained. Procedure was completed successfully. The device was not returned for this complaint; therefore, a thorough investigation was not carried out. Investigation for this issue was conducted through customer provided information, historical data review, similar complaints analysis, and product design evaluation. Without the returned sample, it is not possible to confirm a definitive root cause of the issue. Conclusion: the reported issue has not been confirmed, and the most probable root cause has not been identified. A comprehensive review was conducted, including device history records, complaint data, and risk assessments. The investigation suggests this is not a recurring issue within the product family, system, or failure mode referenced in the complaint. CAPA/hra/ncr or scar are not deemed required at this moment. Future events will be monitored and trended. Device history record (DHR) review: the DHR was reviewed for the corresponding lot, and no relevant risk factors were found in the manufacturing process. Lot number 24h23rg. Manufacture date 08/23/2024. Expiration date 08/23/2026. UDI (B)(4).